Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high shock impedances that was detected by the patient's home monitoring system, as well as noise. The physician is aware of this out of range reading, and has chosen to not intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.